Event description:
It was reported, that the device exhibited a downstream occlusion error. There was unknown patient involvement.

Manufacturer narrative:
E1: phone: (B)(6). One device was received for evaluation. Visual inspection found, contamination on the inside of device. Functional testing determined, that the contamination was the root cause. The main board was replaced. The device then passed all functional testing. The service history review had no indication, that the complaint was related to a service of the device within the review period.